Event description:
It was reported the patient was scheduled to undergo a revision surgery for the artificial urinary sphincter due to incontinence from urethral atrophy. No further complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy and incontinence could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. . Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Atrophy and incontinence are documented as adverse events. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of atrophy and incontinence could not be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse events of incontinence and urethral atrophy are known risk of the device. The cause of the incontinence and urethral atrophy were not established by physician, although incontinence and urethral atrophy are included in the labelling documentation for incontinence and urethral atrophy device as an adverse event of implant surgical procedure of device and also the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported the patient had the artificial urinary sphincter replaced due to incontinence from urethral atrophy. No further complications were reported.